Event description:
Additional info rec'd from rptr 4/27/2006: this solution apparently caused 11 eye infections and of these 8 people reported a loss vision. Of the 11 complaints, 6 of the pts went to one city's hospitals and 5 went to another city's hosp.

Event description:
Bd 60 ml syringe used to mix kenalog for intraocular use. Had cluster of endophthalmitis after surgery, cultures positive "strept mitis." Cultures of kenalog negative, but culture of unopened, sterile syringe from same lot grew same "strept mitis."